Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device indicated a damaged grommet, a set screw with a rounded socket, and that the set screw was found in the connector bore. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon attempting to tighten the implantable cardioverter defibrillator (ICD) setscrew, the wrench would not release from the screw. After multiple attempts to loosen and re-tighten the set screw, the set screw was completely removed from the device. A different ICD was implanted as the physician was concerned that there might be an issue with the header block. No patient complications have been reported as a result of this event.